Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ pen needle was leaking during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received sixty (60) sealed 4mm, 32g pen needles in the shelf carton from lot # 7045826. Customer states that the consumer was losing insulin on more than one needle. Thirty (30) out of 60 returned pen needles were tested all were able to expel properly without any observed defects or leakage. As per manufacturing, a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Conclusion: root cause cannot be determined at this time as the issue is unconfirmed.